Event description:
It was reported that during a device change-out, fluoroscopy revealed externalized conductors. A gradual increase in high ventricular lead impedance was observed. The lead was capped and replaced. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.